Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection. The helix operated within specification when tested.

Event description:
It was reported during the implant procedure that the lead was not implanted because the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.